Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker recorded pacemaker mediated tachycardia (pmt) and signal artifact monitoring (sam) episodes. The pmt appear pacemaker driven with algorithm acting appropriately and ending the episode. Also, sam event appear to be noise only picked up on the atrial channel and possibly from a procedure or other electromagnetic interference. No pacing inhibition noted. The pacemaker remains in service. No adverse patient effects were reported.